Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was missing segment. Customer cannot recall blood glucose at the time of incident. Troubleshooting was performed. Customer stated self-test reads missing segments and missing segment occurred during normal use. Customer used energizer and the batteries were stored correctly. The insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with a blank display due to moisture damage electronic assembly. Also received moisture damage on the motor, vibrator, battery tube and keypad assembly. Unable to verify missing segments or partial display and perform the displacement test and self test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker, stained back address label and minor scratched lcd window.